Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they had issues with ins and it stopped working because there was a problem with the battery and it hasn't worked for 2-3 years. Patient stated that on monday, they began to feel the sensation from the stimulator. Patient stated they feel sensation when laying down. Patient also stated they would like the stimulator to be explanted but cannot find the healthcare provider (hcp) who is willing to explant the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.